Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported that an impella 5.5 mechanical circulatory support device was implanted in a patient who was considered to be in high-risk coronary intervention admitted to the hospital in acute decompensated status and experienced limb ischemia. The day of impella 5.5 device implant, the patient experienced distal malperfusion of the right arm (distal to the impella insertion site). The patient's arm appears pulseless and bluish. The patient is currently in the operating room for distal arm perfusion cross-over bypass from venous-arterial extra-corporeal membrane oxygenation and possible vascular surgery. The pump was explanted the following day, and the patient's outcome was noted as critical. Additional information noted the patient subsequently expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿